Manufacturer narrative:
The reported event of loose or intermittent connection confirmed. The device was above elective replacement indicator (eri) upon receipt. Final analysis found that the right ventricular set screw was stripped and contained septum material inside the hex cavity, preventing proper torque wrench insertion, which occurred during the procedure.

Event description:
It was reported that patient presented for scheduled implant procedure. During the procedure, the right ventricular (rv) lead was initially secured to the set screw of the implantable cardioverter defibrillator (ICD). For re-testing purposes, the rv lead was detached. However, it could not be reattached to the set screw afterward. The ICD was not implanted, and an alternate one was implanted instead on (B)(6) 2025. The patient was in stable condition.